Event description:
It was reported the bronchovideoscope was not following the beside precleaning process that was supposed to be done in the operating room prior to reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d8, e1, g2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be detected/prevented by following the instructions for use which state: ·labeling IFU states appropriate reprocessing steps in IFU below. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ precleaning the endoscope. Olympus will continue to monitor field performance for this device.